Event description:
The manufacturer sales representative from the user facility reported that the device overheated after the procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.